Manufacturer narrative:
The following sections of this report have been updated: section h6: component code, type of investigation, investigation findings, and investigation conclusion. Additional information obtained clarified that the patient received a 23mm sapien 3 ultra valve, which was successfully deployed in the aortic position with a mean gradient of 4mmhg and an aortic valve area of 2.3cm2 with no residual aortic insufficiency and no new bundle branch blocks. The patient was discharged home. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, approximately 1-week post-implant of a sapien 3 ultra valve, the patient presented with a heart block. This patient was not a patient who was otherwise concerned about needing a pacer and had no pacing issues after deployment of the ultra valve. The valve was successfully deployed, with appropriate deployments. Per the report, days to weeks later the patient came back in complete heart block. The heart team is wondering if the heart block may be due to an "inflammatory reaction" to the skirt material since the sapien 3ultra valve has a different skirt than the sapien 3. Initial review of cine, the valve position appears to be 80:20 aortic/ventricular.